Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022.

Event description:
It was reported that the patient was experiencing pocket site pain. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was not returned.